Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synergy states total shoulder replacement. At the end stage of gaining compression of the screw to the metaglene one of the teeth of the driver snapped off.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint description states that during a total shoulder replacement, at the end stage of gaining compression of the screw to the metaglene, one of the teeth of the driver snapped off. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.